Event description:
Implanted in 2004, the shunt seems to be less efficient the following month, probably due to a valve occlusion. Second, the surgeon tried to change the setting pressure without success. The following month, the valve was replaced with another one. No pt injury was reported.